Event description:
It was reported by the rep that the (1) pmw35 was used during a colon resection procedure. It was reported that the staples would not form properly. The case was completed with another device and with no consequence to the pt.